Manufacturer narrative:
E. Initial reporter/ event site name: (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by the customer that during startup, the cardiosave intra-aortic balloon pump (iabp) malfunctioned. The power-up test fails # 4 (drive atm calibration) was present. Patient was involved, but there was no patient harm reported.